Manufacturer narrative:
The reporter's meter was returned for investigation. Upon investigation of the returned meter, no contamination or defects were observed. No malfunctions were observed in the meter's display. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
The customer¿s device was requested for investigation, but has not been returned.the investigation is ongoing.

Event description:
The initial reporter complained of a display issue with a cc-xs meter, which could cause misinterpretation of results. The customer stated the display is missing segments in the results field, which impedes the ability to read the display and the results field. The customer attempted to review the meter¿s memory, but the display was dim and the customer could not distinguish segments in the results field. In addition, the customer mentioned the date, time, and flashing test strip symbol were barely legible during a display check.